Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose level remained between 54-500 mg/dl and was not adversely impacted. The customer was advised to clean the speaker holes and reconnect the cartridge, which allowed insulin delivery to resume.